Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose levels (200-300 mg/dl). Reportedly, elevated bg's are due to the customer being sick and taking steroid medication. Customer set a temporary rate to stabilize bg levels.

Manufacturer narrative:
No high bg evaluation was performed. High bg's were due to customer being sick and taking steroid medication.